Event description:
After a premature ventricular contraction ablation procedure, it was determined that the catheter used was expired. During the procedure, after the catheter was placed within the ventricle and zeroed, it was noted that ablation could not be performed because the temperature reading was not correct. The temperature error alarm occurred while the catheter was in the left ventricle. The temperature oscillated between 22 and 45 degrees, preventing power increase. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The catheter was discarded.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. However, tactiflex batch number 9255413 expired on 22 sep 2023 which was prior to the reported event date of 25 sep 2024. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the use of expired product is consistent with user error.